Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead and right ventricular (rv) lead impedance warnings occurred when the leads were disconnected from the device for the rv lead to be repositioned. The impedances returned to normal after the leads were reconnected the device. The right ventricular (rv) lead lead was explanted and replaced the day after it was repositioned. The ra lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the same day as the implant, the right ventricular (rv) lead had dislodged and exhibited a loss of capture. The day after implant, the rv lead and the right atrial (ra) lead had warnings for out of range impedances. The ra lead exhibited oversensing, and the rv lead exhibited low r-waves and high thresholds. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.